Event description:
Medtronic received information that a ped2 pipeline was stuck in the distal section of the marksman catheter as a result of the damage at the hub of the marksman catheter. The patient was being treated for a saccular unruptured aneurysm in the internal carotid artery. The max diameter was 6mm and the neck diameter was 4mm. The distal landing zone was 3.6mm and the proximal landing zone was 4mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. 325 gr asprin 2 days prior,75 gr clopidogrel 7 days prior. It was indicated the devices were prepared according to the instruction for use (IFU). The catheter was damaged from the hub. It was broken. The pushwire was not damaged. Another pipeline shield was implanted. No symptoms were reported. Additional information was received indicating the resistance was in the distal segment of the catheter.

Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel. As found condition: the pipeline flex shield was returned stuck within the distal segment of the marksman catheter; within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield braid were found fully opened and frayed. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 22.0cm to 30.0cm from the distal tip. In addition, the catheter body found to be separated at 29.5cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. No flash or voids molded were observed in the hub. No damage was found with the catheter hub. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the returned pipeline flex shield was found stuck inside the distal segment of the marksman catheter. The pipeline flex shield and marksman catheter were found damaged. The broken ends of the catheter exhibited with stretching, necking, accordioning and broken braids; which indicated that the catheter separated when exceeding the tensile strength of the tubing material. From the damages seen on the catheter (accordioning/separating), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex shield through the marksman catheter against the resistance. However, the cause for resistance could not be determined. Possible causes include vessel tortuosity and lack of continuous flush with heparinized saline during procedure. There was no non-conformance to specifications identified that led to the reported issues. The lot history record review of the marksman could not be performed as the lot number was not reported. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.